Event description:
Additional information was received on (B)(4) 2013 confirming that the event was not related to vns. Treatment was provided in the intensive care unit, and stimulation was continued. Programming and diagnostic history was provided.

Event description:
On (B)(6) 2013, it was reported that this vns patient had one episode of status epilepticus and was under observation. Stimulation has been continued. The event began and resolved on the same day.

Manufacturer narrative:
(B)(4).

Event description:
The event is not believed to be related to vns.

Manufacturer narrative:
Review of programming history.